Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump had a motor stall 4 days ago and there had been no recovery. There was no electromagnetic interference (emi) and the patient did not have magnetic resonance imaging (MRI). Reviewed that it was likely a mechanical issue and it could work intermittently or restart for some time but likely not long-term. Reviewed they would need to replace the pump to continue therapy. The healthcare provider was given the passcode to permanently turn the pump off and they planned to put the patient on oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.